Manufacturer narrative:
Device evaluation: customer report of "pannus formation on leaflets leading to mitral regurgitation" was confirmed. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and 10mm on leaflet 3 at the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. The free margins of all three leaflets were rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Sewing ring cloth had multiple cuts around the valve. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a mitral valve with unknown size was explanted after an implant duration of 8 months due to pannus formation on leaflets leading to mitral regurgitation. A non-edwards valve was implanted in replacement. After the procedure the patient was noted as to be recovering.

Manufacturer narrative:
Updated b5, d4, d6, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm mitral valve was explanted after an implant duration of 10 months due to pannus formation on leaflets leading to mitral regurgitation. A non-edwards valve was implanted in replacement. The patient was noted to be discharged.

Manufacturer narrative:
Updated h6 per new information received.